Manufacturer narrative:
Investigation underway.

Event description:
It was reported that while unloading the cot from the ambulance with pt onboard, the head end wheel set collapsed. Event occurred on a flat surface. There was pt involvement, however no adverse consequences were reported.